Event description:
The customer stated that his blood glucose readings were low. Upon troubleshootoing, it was discovered the meter was set in mmol/l. The customer adjusted his medication, but did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.